Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a consumer stated that their handset was slowing down and was instructed to clear the memory (data) on the handset. The patient stated that they were trying to clear the data again and wanted to make sure they were following the instructions correctly prior to completing it. The agent reviewed how to clear the data and instruction information.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via clinical study who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that the handset was stuck on 90 percent for six weeks and it used to be very fast. The patient stated that they talked to his healthcare provider about it, and they told him to call medtronic. They get 2-3 bolus but used to get six. The patient services assisted the patient with clearing the data on the handset. The patient service reviewed device function and recommended the patient to monitor the device and call patient service for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a consumer stated that the software version was 2.0.1700.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.